Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14636. It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedance on the left lead. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads. During the procedure the right lead was impeding the placement of the left lead. Hence, the physician elected to replace the right lead. Reportedly, therapy was confirmed post op. Note: it is unknown which sn is for the leaf/right lead.